Manufacturer narrative:
((B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex enteral colonic stent was implanted to treat a malignant stricture in the colon during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, the physician had fully deployed the stent, however, it showed on the fluoroscope that the stent did not deploy at all. The physician removed the catheter. However, during withdrawal, the stent was deployed in the wrong location but the physician was able to adjust the stent in a decent position. The stent remains implanted and the procedure was completed by placing another wallflex stent inside the stent to reposition it in the correct location or placed it on top of the stricture to anchor the stent to the other stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.